Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree 8 mm endoscope was analyzed and tested on a system or equivalent and failed the focus test. The endoscope failed focus at a working distance on the right eye. The endoscope was visually inspected and/or placed on in-house system and detected with a camera module issue. The camera module exhibited front negative lens detached. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one lens went in a different direction on the 0-degree endoscope. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.